Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. The boston scientific representative stated he has not seen this patient since the day in question and has no further details regarding the physician's plans as that is between the physician and the patient. The system remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited atrial impedance measurements greater than 2500 ohms. Atrial sensing measurements were appropriate. The patient was noted to be in atrial flutter (af). No adverse patient effects were reported.